Event description:
The haptic was bent while loading the lens into the delivery device. The doctor implanted the lens when he noticed the haptic was bent. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00135 for the intraocular lens used with this delivery device.